Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when they had their implantable neurostimulator (ins) replaced, they were told they would need to have it adjusted, but they never did. They stated that their current ins has not been working correctly, and hasn¿t been providing stimulation to cover relief. The patient added that it only ¿works on one tunnel.¿ the patient stated that they forgot how to use their patient programmer, and is looking to get in touch with a manufacturing representative (rep) to schedule a reprogramming session. The patient indicated that they forgot what buttons on the programmer do what. They mentioned that they have tried ¿messing¿ with their programmer this past weekend, and replaced the batteries, but was unsuccessful with using it. It was noted that the patient¿s issues started about 2 years ago, when their ins was implanted. Troubleshooting could not be done at the time of the report, as the patient did not have access to their equipment. The patient was redirected to their healthcare provider. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018. It was reported that the patient was not getting much relief from the implant. The last couple of months (2018) the patient felt tingling and burning in both feet, hands, and fingers. The patient tried to adjust the box themselves but could not remember how to do so. No further complications were reported.

Event description:
Additional information was received from the patient reporting that they were looking for the status of the ¿ipa¿ that the healthcare provider (hcp) was requesting. The patient stated that they didn¿t know what this was and thought the manufacture might know. They reported that the patient was now experiencing problems with both feet and the patient stated that the device was implanted to help with pain in their left foot. The patient stated that the pain had now returned to their left foot as well as moved to their right. The patient stated that they had been working with the hcp and were talking about getting an ¿ipa¿ to give them something they described as high dose programming. The patient stated that it should help them better with their issues. The patient was redirected to follow-up with their hcp to discuss ins replacement status. It was reviewed that patient services was not familiar with an ¿ipa¿ and the patient could contact their insurance company to determine the status as well. Hd programming was reviewed and the type of inss approved for this type of programming were also reviewed. The event date was asked but was unknown, but the patient stated a few years ago. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.